Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the probe broke off at 16 mm from the distal end. The shape of the fracture surface showed that the cracks developed from the broken point as the starting point. The manufacturing record was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated the output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. In the procedure, the probe of the subject device broke off outside the patient. The procedure was completed with another device. There was no patient injury reported.